Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported elevated blood glucose of up to 450 mg/dl for the past 10 days. The pt changed the batteries, insulin cartridge, and infusion set. She bolused through the infusion device in an attempt to lower her blood glucose with no success. She switched to her backup infusion device and her blood glucose decreased. She believes the infusion device does not properly display the e4 (occlusion), e1 (cartridge empty), and e10 (cartridge) errors correctly. Her normal blood glucose level is 120 mg/dl. No further information is available.